Event description:
The customer reported that one of the his patients was atrially paced, but the mp70 bedside monitor was not recognizing the atrial spike despite moving the electrodes around trying to get a good signal. The monitor was displaying "sinus rhythm" instead of atrial spikes.

Manufacturer narrative:
A philips field service engineer (fse), went onsite to investigate the issue. Upon arrival, the fse replaced the monitor in question with a temporary one so, the pt would continue to be monitored. The monitor in question was tested with a simulator and passed all tests. Though the original report indicated a pt's death, there was no pt death or unexpected serious injury. The pt had been recovering from open-heart surgery and an implantation of a pacemaker. The staff stated that they were able to get a good qrs complex, and they are happy with the monitor's existing configuration. The fse also noted that the pt had a medtronic pacemaker, it was configured as aoo, (using epicardial wire) and setting was .5ma. Given that the clinicians were moving the electrodes, trying to get an adequate ECG signal and given that serial repositioning of electrodes can lead to poor skin contact, philips is considering that the ECG signal was not high quality at the time the monitor was reported as not recognizing a pacing signal. Based on the available data, we conclude that the monitor worked per its design specifications. The reported problem is full consistent with having been caused by inadequate skin prep and/or electrode contact or placement and with not being a device, accessory, supplies, or labeling problem. No further investigation or action is warranted. (B)(4).